Event description:
The analyzer was intermittently posting data invalid codes while processing quality control and pt samples for ahiv. The signal reagent probes were visually inspected and noted to be dirty. A field engineer visited the site and replaced the probes which resolved the issue. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpni results. There was no report of pt harm as a result of this occurrence.